Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: spinal canal stenosis procedure or technique used: posterior lumbar interbody fusion levels implanted: l4-5 it was reported that post-op, cage at l4-5 backed out. Patient had nerve root symptoms attributed to cage back out.